Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 rpm displayed the error message "safety-s". The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair. The reported failure was reproducible in two single roller pumps with the serial numbers (B)(6). The fst reconnected the safety system board which solved the reported failure in single roller pump with serial number (B)(6). In regards to the failure in single roller pump with serial number (B)(6), the replacement of the safety system board solved the reported failure as well. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering. Because the error in pump with serial number (B)(6) was resolved by refitting of all circuit board connections the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. In regards to the pump with serial number (B)(6), the affected part was not made available for further investigation at the manufacturer. The most probable root cause can be linked to hl20 risk assessment: wrong pump speed because of: - communication error (e.g. Wrong ratio between master-slave pumps due to communication error). The review of the non-conformities has been performed on 2025-11-07 for the period of 2016-12-28 to 2025-11-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-12-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india. The issue was observed during routine checkup. It was reported that the hl20 rpm displayed the error message safety-s. No harm to any person has been reported. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) will be sent onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.